Event description:
It was reported this was a venotomy closure of the right common femoral vein (rcfv) using the pre-close technique via a 6f sheath hole prior to a electrophysiology (ep) ablation interventional procedure. Reportedly when attempting to remove the prostyle device after suture deployment, the lever closed; however, the foot remained open. The lever was opened and closed. The device was readvanced, and the foot was able to be retracted. The device was removed, and the suture had been successfully pre-placed. An attempt was made with a prostyle in another access site also in the rcfv that was a 7f sheath hole. Reportedly, the suture was deployed, and the foot was retracted; however, when attempting to remove the device it felt stuck. An interventional radiologist was brought in who inserted a guide wire and pulled back on the device and was able to remove it. There was no vessel or tissue damage noted. The suture had also been successfully pre-placed. The sheath was upsized from a 6f to a 9f in the first access site. The 7f access site was not upsized. The ep ablation procedure was completed. Hemostasis was achieved with the two successfully pre-placed sutures from the devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Sterile devices were received which were visually and functionally tested with no anomalies identified. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty removing the closure device include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.